Manufacturer narrative:
Model number was corrected based on the analysis of the returned product. Analysis results: the root cause of the customer's complaint is mold on seal water.

Manufacturer narrative:
(B)(6).

Event description:
The consumer alleges that their sonicare toothbrush exploded and started smoking. No injuries reported.